Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1flwy, implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient never experienced therapeutic effect. The patient reported they were concerned it was not working the way it should be and never really had and it seemed to have gotten more so that way. The patient reported that during the test they had fabulous results and the implanted system was working better when they first got it where they could at least feel stimulation. Patient reported when they were first implanted they didn't feel it right in the urethra, but where their legs met in the peritoneal area and they had fluttering up along their butt cheek, but now the patient didn¿t feel anything when they turned it up. Patient stated that during the test they were down to 1 pad and at the time of report they were back to a 4 pad and at times they had back breakthrough incontinence. This had been happening more often. Patient stated prior to calling, they started conservatively with increasing amplitude. They went all the way up to 7.0 on programs 1, 2, and 3. They were on program 4 at 6.3 at the time of the call. Patient stated they mentioned it to their doctor's office and had gone there and they said it seemed to be working and first they made it more intermittent to save battery, but it was changed back to constant because the patient was having too much breakthrough. They thought maybe the lead moved after implant, but the patient stated they thought they could feel something. Patient was last at their managing healthcare provider's office in (B)(6) after calling and telling them it wasn't working. Patient had been more aggressive about increasing it, but was still not feeling anything so a month prior to report they switched programs and it felt they were getting mega shocked. It was really strong where it should be in the peritoneal are, so they back off 3 notches and they didn't feel anything so they slowly went back up to 7, where it was previously shocking them, but they weren't feeling any thing. The caller reports no trauma, falls, emi or activity that may have contributed to the reported events. The patient was due to see their doctor the week of the report and had previously worked with the nurse practitioner. Patient indicated they had not done anything to check lead placement yet. The patient was redirected to their healthcare provider to discuss therapy concerns and appropriate next steps. No further complications were reported or anticipated.